Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 587 mg/dl at the time of incident and the current blood glucose of the patient is 240 mg/dl. The customer state that keeps having blocked cannulas which were causing there blood glucose to go as high as 600 mg/dl. Customer alleging possible pump under delivery. Customer treated with blousing and manual injections. The customer state that drive support cap appears normal. Customer reports insulin exited at the quick release. Troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.0880 inches. No possible over or under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected prime or fill anomaly noted during testing.